Event description:
Reportedly, during the procedure there was an electric arc inside the bladder. The bladder was split and torn which resulted in the operation being converted to an emergency laparotomy. The facility reports the generator and the electrode were quarantined; however, they did not specify what kind of electrode or the results of any device testing.